Event description:
System was explanted due to inadequate pain relief. Should additional information be received, this file will be updated.

Manufacturer narrative:
It was reported on 05-aug-2025 that the system was not explanted yet and all items remain implanted and active. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
It was reported on 05-aug-2025 that the system was not explanted yet and all items remain implanted and active.